Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding his right knee surgery of which a ceiling light fell on top of his leg 12 hours after and impacted his incision. The surgeon denied any problems due to impact. Patient consulted a 2nd opinion of which the orthopedic surgeon indicated the knee is out of alignment via x-rays. Patient having problems with walking and loud noise. Inquired if stryker has a warranty and the statics on such issues.

Manufacturer narrative:
Additional information received from the patient indicated that device involved in the reported event is not a stryker product.

Event description:
Patient called regarding his right knee surgery of which a ceiling light fell on top of his leg 12 hours after and impacted his incision. The surgeon denied any problems due to impact. Patient consulted a 2nd opinion of which the orthopedic surgeon indicated the knee is out of alignment via x-rays. Patient having problems with walking and loud noise. Inquired if stryker has a warranty and the statics on such issues.